Manufacturer narrative:
H10: based on additional information received, the polyflux 140h dialyzer had one internal blood leak. No patient symptom or medical intervention was reported. This does not have the likelihood to cause or contribute to death or serious injury. This is no longer a reportable event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available for evaluation, however, two pictures were provided. The visual inspection of the provided photos showed the product in photo one during treatment. No blood on the dialysate side was visible, however, a slight discoloration of the dialysate fluid at the hansen connector. Was observed. In photo two the product was rinsed back and a small amount of blood was visible on the dialysate side (header cap) . The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with tow (2) units of polyflux 140h, an internal blood leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.